Event description:
The customer reported that the central nurse's station (cns) shut down and will not power back on. There was no patient injury reported.

Manufacturer narrative:
According to the customer, both displays are black. The customer later reported that the screens were back on, but when the unit was rebooted, it got stuck in a boot loop. The unit displayed a "fatal error" and the unit needs to shut down to protect it message. The customer will send in the unit to be repaired.